Manufacturer narrative:
Block b3: exact date unknown, event occurred in (B)(6).

Event description:
It was reported that the patients battery reached end of life. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by the facility.